Event description:
A customer contacted beckman coulter inc., (bci) regarding an erroneously elevated troponin (accu tni) result, in the risk stratification range, generated by the unicel dxi 800 access immunoassay system for one patient. A second sample drawn from the patient gave a result in the normal reference range. Upon repeat, the 1st sample was in the normal reference range. The elevated result was reported out of the lab and an amended report was issued. Customer reported that the patient remained longer in ER for observation. Customer was not made aware of any change in treatment associated with this event.

Manufacturer narrative:
Qc run prior to and after the event was within the ranges. A system check performed by the customer failed, and customer technical service (cts) suggested that customer prime wash buffer, and then the system check was repeated and passed all specifications. A field service engineer (fse) was dispatched: the fse reviewed the failing system checks, cleaned some parts, and checked the instrument. The fse performed diagnostic, qc, and verification testing; all results passed published performance specifications. A clear root cause for this event has not been determined to date.